Event description:
Repeatedly, abnormal serum potassium levels come in to the ehr but no one knows they are there or that they are abnormal. There is a deficiency in this medical device in that it fails to provide notification that new results have appeared or that they are abnormal. Consequently, the nurses administer medications that exacerbate the abnormal lab value. For instance, potassium and/or potassium sparing medications are administered when the potassium is already too high, putting the patient at extreme risk, and requiring corrective treatments.